Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events that may occur and/or require intervention include but are not limited to: endoprosthesis improper component placement, and occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis with active control system, gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis (ibe). When the iliac branch component was deployed in the right side, the internal iliac gate was opened in the external iliac artery (eia) and the internal iliac artery (iia) was unintentionally covered. Blood flow into the right iia disappeared; thus, the physician gave up ibe procedure and deployed two contralateral leg component from the contralateral leg hole to the eia. The patient tolerated the procedure. The reporting physician stated that the cause of unintentional coverage of iia was that he should have adjusted the angle of the c-arm during angiography to visualize the iliac bifurcation, but failed to do so.